Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a video assisted thoracoscopic lobectomy. The device was applied to normal lung tissue. The surgeon attempted to fire the device, but the handle made a loud noise and the trigger failed to complete the firing cycle. The instrument did not fire. The reload would not fire at all. There was no problem loading the device. The surgeon was able to press the green button and squeeze the handle. No patient injury or extension in surgical time. Patient status is alive, no injury.